Event description:
Related manufacturer report number: 2017865-2022-50461. It was reported that the patient presented for follow-up with failure to capture and diminished sensing exhibited by the right ventricular lead. Lead dislodgement was confirmed via chest x-ray and fluoroscopy. The patient was scheduled for lead revision. During the procedure, several failed attempts were made to disconnect the lead from the pacemaker header however, the set screw could not be loosened. Both the device and lead were explanted and replaced. The patient was discharged.

Manufacturer narrative:
Additional information: h6 codes for type of investigation, investigation findings, and investigation findings.